Event description:
The caller reported a malfunction on a pump with no notable events occurring prior to the issue. There was no indication of an adverse impact on the customer's blood glucose level, as the customer declined to answer if levels exceeded 500 mg/dl. Tandem technical support decided to replace the pump, advised the customer on backup therapy using multiple daily injections, and provided instructions on managing the new pump and returning the malfunctioning one. The customer understood and acknowledged all provided instructions and a pump with updated software was sent as a replacement.